Event description:
It was reported that the patient is deceased and died approximately eight months after implantable cardiac defibrillator implant. It was further reported that the patient had a witnessed collapse and resuscitation efforts were initiated. When emergency medical services arrived, the patient was noted to be in ventricular fibrillation and was given one external shock. There was a brief improvement of cardiac output, less than thirty seconds, cardiac output then was lost and the patient was in pulseless electrical activity. Resuscitation efforts were continued and the patient was transported to the hospital. The cardiac rhythm deteriorated to asystole and the patient was pronounced dead. Autopsy results are pending. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(4) 2011. Nine - ventricular non-sustained tachycardia events less than 205 milliseconds (ms) occurred on (B)(4) 2011. Three lead failure predictor high rate-non-sustained less than 187 ms average ventricular-cycle on (B)(4) 2011. Ventricular short interval count equals 149 counts, in 0.36 day, on (B)(4) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(6) 2011. Nine - ventricular non-sustained tachycardia events less than 205 milliseconds (ms) occurred on (B)(6) 2011. Three lead failure predictor high rate-non-sustained less than 187 ms average ventricular-cycle on (B)(6) 2011. Ventricular short interval count equals 149 counts, in 0.36 day, on (B)(6) 2011.